Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) for a compression fracture at l1. It was reported that the balloon ruptured during inflation and "contrast media was leaked but allergic reaction did not appear". Per the report, "it was 300 psi, and the volume was 1.5ml at the event". The vertebral body was cleaned out and the procedure was completed successfully. There were no balloon fragments remaining in the patient. It was also reported that the patient had "hard bone" which may have contributed to the event. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Manufacturer narrative:
Additional information: product analysis : visual and optical examination of the ibt balloon identified a small longitudinal puncture to the ibt shaft on the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.